Event description:
Device 3 of 4. Reference MFR report: 1627487-2011-08063, 08064, 08066. The pt rec'd a scs system on (B)(6) 2011. It was reported that the pt had an infection in the scs incision site. The entire scs system was removed. No further info is available at this time.

Manufacturer narrative:
Evaluation: method: the device history and sterilization records were reviewed. Results: a review of the DHR found a nonconformance related to the product; however the identified nonconformance did not affect product integrity or product functionality. The device was, therefore, approved for use. The DHR anomaly is not related to the alleged complaint. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.